Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The root cause was a bubbled dso seal and additionally ehl suggests faulty dso sensor. Dso sensor, dso seal, dso bezel will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has broken down and need to be sent for repair. There was unknown patient involvement and unknown patient harm/adverse event reported.